Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged connector was unconfirmed since the product was within specification. One 4fr single-lumen powerpicc was returned for investigation. The catheter was received in an open tray with the stylet in the lumen. The stylet had been partially retracted and the catheter had been trimmed at the 38cm depth mark. The returned sample matched the sample that was shown in the photographs that were provided for investigation. Two photographs showed the t-lock extension set and funnel removed from but adjacent to the solo connector. The injection gate mark was observed on the solo connector. A microscopic examination of the gate mark showed no structural damage to the connector. A microscopic examination of the solo valve revealed nothing remarkable. The solo connector was molded in cavity ¿j¿. The gate vestige was measured with the toolmakers microscope and was found to be within specification. The luer taper gage showed that the solo connector was within specification. Since the connector gate vestige and the luer taper were within specification, the complaint was unconfirmed. This appears to be a cosmetic issue and was considered a customer dissatisfaction, preference, and/or perception issue. A lot history review (lhr) of redu3922 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a dent at the valve at the tip of this catheter. The outer wall was damaged. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu3922 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a dent at the valve at the tip of this catheter. The outer wall was damaged. No other information was provided.